Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific quality issue. The pre-close technique was not used with a sheath greater than 24f. The proglide instructions for use (IFU) states: for access site in the common femoral vein using 5f to 24f sheaths. For venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. It is unknown if the instructions for use (IFU) deviation contributed to the reported difficulty. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to be related to circumstances of the procedure factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use. The additional device mentioned in b5 is being filed under a separate medwatch number.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional pacemaker procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 27f sheath, and the pacemaker procedure was completed. Reportedly, post procedure, the two pre-placed proglide sutures were advanced to the vessel (worked as intended), however, complete hemostasis was not achieved. The pre-close technique was abandoned. The post-close technique was then performed and three new proglide devices were used and achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.